Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter stated that the pump display was found to be displaying old dates. The pump history was reviewed and the pump history dates were random and not in order. The reporter confirmed that the pump time and date did not need to be changed upon battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/02/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2013 with the following findings: review of the pump¿s black box shows a history of date changing from 07/15/2013 to 06/15/2013 and from 07/03/2013 to 08/02/2013. A timekeeping accuracy test demonstrated that the pump¿s time clock was functioning appropriately. The pump maintained the correct time and date while the battery was removed for 24 hours. Unrelated to the time and date issue, the visual inspection revealed a battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.